Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hub was broken, and the valve was leaking. There was a backflow of blood in the vizigo sheath. After inspection, it was discovered that the hub of the vizigo sheath appeared to be damaged. The hub of the vizigo sheath appeared to be not fully intact. The vizigo sheath was replaced, and the procedure continued. The bwi representative was unsure if the hemostatic valve was displaced inside or outside the hub. Bleed back was observed, and the doctor commented that the hub broke. The brim cap/hub did not appear to have detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was minimal. No adverse patient consequence was reported. The hemostatic valve leak and hub detachment issues are MDR reportable.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, a blood leakage was observed on the hub section. However, due to the blood on the hub, it is not possible to see the hemostatic valve. The leakage observed on the device could be related to a dislodgment of the hemostatic valve inside the hub, however, this cannot be conclusively determined. No physical damage was observed on the hub. Device history record evaluation was performed for the finished device 00002028 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Manufacturer's reference number: (B)(4).